Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for bleeding at the vessel access site, which required intervention. It was reported that on (B)(6) 2015, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure, reducing the mr from grade 4+ to grade 1+. One day post procedure, non-serious hemorrhage was noted at the right groin access site. Manual compression was performed and the event resolved on the day of onset. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The reported patient effect of bleeding (hemorrhage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported patient effect of hemorrhage (bleed at access site) appears to be related to procedural conditions as the steerable guide catheter (sgc) is inserted into the anatomy through an incision in the groin. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.